Event description:
Philips received a complaint by bench on the v60 indicating that while servicing the device, it was observed that the power cable has more resistance than allowed in the electrical tests. No patient involvement. The investigation is ongoing.

Manufacturer narrative:
Bench repair replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.